Manufacturer narrative:
Foreign: (B)(6). Adverse event or product problem: hospitalization. Device evaluation: one cadd-solis vip, mdl 2120, was returned for analysis in used condition. The event log for the date of 05dec202 indicated the alarms did go off for about an hour, however the investigator was unable to duplicate the error. The pump was tested by running the pump overnight at 250ml.hr., no errors occurred during the testing. The battery and latch lock were found to be working within design specifications. The reported issue was not duplicated during functional testing, the investigation was unable to determine the cause of the event. The downstream occlusion sensor (dso) was replaced due to a degraded dso seal and sensor. A review of service and repair records did not indicate a potential cause of the event. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture. Based on evidence within the event log, the complaint allegation was not confirmed,the problem source could not be identified.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited numerous alarms. Per reporter the end user was readmitted to the hospital from the home parenteral therapy program (hptp). Reportedly the pump was alarming throughout the day. It was reported that home care came to address and had to re-program the pump as the date had reset to 01/01/2005 and the clinician code had to be reprogrammed. Per reporter the end user came to the hospital when the pump was supposed to have completed a dose, however the bag was full and the patient missed two doses of cefazolin 2g over 8 hours, the standard pump program. The reporter also indicated there was no apparent harm and the incident was an inconvenience.no adverse patient effects were reported.